Manufacturer narrative:
(B)(4). Three unused primary sets, model 11532269 lot 20066780, was received by the customer for investigation. The sets were visually inspected and no defects were observed. The sets were primed and infused at 300 ml/h per 50 ml and no leaks were seen. The sets were then pressure tested and no leaks were observed. The customer's complaint that the tubing began to leak around the filter could not be verified. A device history record review for model 11532269 lot number 20066780 was performed. The search showed that a total of 3,840 units in 1 lot number was built on (B)(4) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that as lvp 20d low sorb 2ss 0.2m cv leaked. The following information was provided by the initial reporter: material number: 11532269, batch no.: 20066780. It was reported that while circle priming, the tubing began to leak around the filter.